Manufacturer narrative:
(B)(4) clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 10, 2017 that a wallflex fully covered biliary stent rmv was implanted as part of the (B)(4) clinical trial. The patient was enrolled in group d: other indication, psuedocyst drainage on (B)(6) 2015. On (B)(6) 2015, the patient underwent stent placement and the stent was implanted successfully. On (B)(6) 2015, there was a complete distal migration of the stent and the psuedocyst appeared to have resolved. It was reported that the stent was attempted to be removed using forceps on (B)(6) 2015. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on february 10, 2017 that a wallflex fully covered biliary stent rmv was implanted as part of the (B)(4) clinical trial. The patient was enrolled in group d: other indication, psuedocyst drainage on (B)(6) 2015. On (B)(6) 2015, the patient underwent stent placement and the stent was implanted successfully. On (B)(6) 2015, there was a complete distal migration of the stent and the psuedocyst appeared to have resolved. It was reported that the stent was attempted to be removed using forceps on (B)(6) 2015. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 7, 2017: the patient had a history of pseudocyst from acute pancreatitis. Assessment of biliary obstructive symptoms taken on an unspecified date prior to stent implantation reported nausea/vomiting. The stent placement procedure on (B)(6) 2015, was done in an outpatient setting. Computed tomography (CT) imaging was performed and prophylactic antibiotics were administered. The study stent was placed using endoscopic ultrasound (eus).